Event description:
Manufacturer's rep reported that pt was refilled with significant change to the morphine concentration and no bridge bolus was programmed. The programmed dose was 24 times the intended dose of 2 mg/day. The pt was located and returned to clinic for pump reprogramming after 2 hours of delivery at current rate. Again, a subsequent bridge bolus was not programmed to acocunt for the remaining volume of the old drug concentration. The pt was subsequently reprogrammed with the concentration change from 1mg/dl morphine to 25mg/ml morphine, at 2mg/day. Calculation confirm approximate remaining volume of the old drug concentration will be delivered at the new, slower programmed rate resulting in pt underdose for 57 hours. No pt symptoms were reported, and pt identifiers were not provided. Final pt outcome is unknown.